Manufacturer narrative:
To whom it may concern: on june 14, 2019, balt USA received a complaint regarding the use of a single optima coil (optima complex 10 soft). Details reported as follows: "appearance of granulomas on MRI following embolization of an intracranial aneurysm in the acute haemorrhagic phase. Patient information: current status of the patient: transient sensory disorder of the upper left actions taken in the care facility for the care of the patient: introduction of a corticosteroid (oral)." The results of our investigation following return of the affected device, are summarized as follows: an evaluation of the actual complaint sample could not be performed device was reported unavailable. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records for the reported lots did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number 053018d has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. Normal processing for sterilization was achieved with passing results within specification. Vendor certifies lot 053018d received the indicated doses within the precision and accuracy of the dosimetry system employed. Post-operation infection is a known risk for neurovascular coiling and can be caused by many reasons, such as the patient being prone to infection, other devices causing the infection, or any contact the implant might have had once the pouch was opened.

Event description:
It was reported that: "appearance of granulomas on MRI following embolization of an intracranial aneurysm in the acute haemorrhagic phase. Patient information: current status of the patient: transient sensory disorder of the upper left actions taken in the care facility for the care of the patient: introduction of a corticosteroid (oral)."

Event description:
It was reported that: "appearance of granulomas on MRI following embolization of an intracranial aneurysm in the acute haemorrhagic phase. Patient information: current status of the patient: transient sensory disorder of the upper left actions taken in the care facility for the care of the patient: introduction of a corticosteroid (oral)."

Manufacturer narrative:
To whom it may concern: on june 14, 2019, balt USA received a complaint regarding the use of a single optima coil (optima complex 10 soft). Details reported as follows: "appearance of granulomas on MRI following embolization of an intracranial aneurysm in the acute haemorrhagic phase patient information: current status of the patient: transient sensory disorder of the upper left actions taken in the care facility for the care of the patient: introduction of a corticosteroid (oral)." The results of our investigation following return of the affected device, are summarized as follows: an evaluation of the actual complaint sample could not be performed device was reported unavailable. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records for the reported lots did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number 053018d has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. Normal processing for sterilization was achieved with passing results within specification. Vendor certifies lot 053018d received the indicated doses within the precision and accuracy of the dosimetry system employed. Post-operation infection is a known risk for neurovascular coiling and can be caused by many reasons, such as the patient being prone to infection, other devices causing the infection, or any contact the implant might have had once the pouch was opened. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.